Event description:
Pt began experiencing lightheadedness followed by dizziness, sinus irritation and headaches when in the room with the scope machine with disinfectant. They reports wearing ppe. Symptoms resolved after a filter was changed in the scope machine. No medical treatment was sought.